Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that at the proximal connection, at bugbee electrode, burned apart during a surgical procedure. Procedure was completed with no injury to the pt. This is device one of two. (See 1519132-2013-00008 for the second device.)